Event description:
Follow-up with facility reports intermittent capture @40bpm. Pt coded. Emergency button was pushed, hr went to 80. Patient went to ICU with device capturing appropriately. Device changed out per family request. Patient expired 9 days later after family requested external pacing be discontinued.